Manufacturer narrative:
Initial reporter facility: the user facility address is not available, the corporate headquarters information was used instead. Investigation summary: unconfirmed, no sample received investigation conclusion: the customer issued a complaint for a damaged/defective needle guard detected by end user. Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. This device was designed with a low clipping force to accommodate easily all types of syringes during device assembly and so minimizing risk of flange or device breakage. The draw-back of this design is the relatively low retention force. Based on investigation conclusion the syringe most likely became detached as it was not clipped into the device or the product received an external impact after syringe insertion which caused the syringe to unclip from the device. Root cause description: this product was designed with a low clipping force to accommodate easily all types of syringes during device assembly and so minimizing risk of flange or device breakage. The draw-back of this design is the relatively low retention force. Based on investigation conclusion a syringe can only become detached if syringe capture features (holding clips) of the device or the flange of the syringe get damaged/broken or the syringe receives an impact after syringe insertion which causes it to unclip from the device. The manual needle guards syringe flange holding clips were observed straight and properly aligned. The syringe flange and barrel were not cracked or broken. Based on the deformation seen on one of the holding clips the syringe was unclipped from the device. Therefore, the syringe most likely became detached as it received an external impact after syringe insertion. Rationale: complaint is unconfirmed.

Event description:
It has been reported that one bd¿ ultrasafe b100l ng green bulk amg has been found with the safety device separated before use. The following has been provided by the initial reporter: complainant reported that took the prolia syringe out of the packaging to administer and the syringe fell out of the green needle guard.